Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic came out of the injector twisted. The product was not available for return to rayner. Rayner's lifetime incident rate for "damaged iol - twisted haptic" for its rayone hydrophilic preloaded iol range is (B)(4). As demonstrated by our incident rate, this is a rarely reported event. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the twisted haptic.

Event description:
On 18th october 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the haptic came out of the injector twisted.